Event description:
It was reported that the connection of the transparent extension tubing was unable to be engaged firmly. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a poor connection in a groshong nxt connector is confirmed and was determined to be manufacturing related. Three 4 fr two-piece groshong nxt connectors, one 4 fr groshong clearvue catheter, and one stiffening stylet were returned for evaluation. An initial visual observation showed two of the connectors were returned in open pouches, one with a sticker and the other without a sticker. The other connector was returned without any packaging and a catheter segment was observed within this connector. This connector and the one returned in a pouch with a sticker were returned assembled and the connector returned within a pouch without a sticker was returned unassembled. Some use residue was observed on the returned samples. A microscopic observation revealed a gap between one locking arm of the connector returned in a pouch with a sticker and its distal connector piece. An attempt was made to disassemble the connectors that were returned assembled. The connector returned within a pouch with a sticker was found to disconnect with ease and was able to be pulled apart by hand. The connector returned outside of any packaging was found to be firmly connected and could not be pulled apart. When the third connector that was returned unassembled was assembled, a click sound was heard, and the connection was found to be firm and could not be pulled apart. The distance between the locking arms of the proximal connector piece of the connector returned in a pouch with a sticker was measured and was found to be too wide and out of specification. The other two connectors were found to be within specification. The investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event. A lot history review (lhr) of redt3914 showed no other similar product complaint(s) from this lot number. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redn3384 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the connection of the transparent extension tubing was unable to be engaged firmly. No other information was provided.